Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A small split was noted on the distal end of the blue luer extension leg, proximal to the bifurcate. Upon infusion, a small leak was observed from the distal end of the extension leg. Aspiration was attempted and was unsuccessful as only air returned to the in-house syringe. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows blood residue through the venous lumen near the bifurcation site. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly leaked. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.